Event description:
It was reported that the patient's pump was not working and the patient had an absence of therapy. The pump had been checked twice, and each time the reservoir was 'full of drug.' The hcp was planning on doing a revision. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.